Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented in the ER with pain. X-rays showed broken prosthesis at the femoral sleeve-stem junction. The femoral sleeve appeared to not have ingrown causing fatigue failure at the junction as the stem was tight into the femoral canal. So, the pin was removed and the new pin that comes with every new femur was used. Loosening was noted of an unknown non cemented component. There was no surgical delay. Doi: (B)(6) 2019; dor: (B)(6) 2021; affected side: right knee.

Event description:
A. J42r37. B no. It comes packaged with the distal femur so I have no idea of the lot number. We do have them packaged separately but are not commonly used in that manner, usually only in the presence of infection in conjunction with a poly exchange. 1 see above. 2 devices were sent to pathology, so they are unavailable. 3 attached. I have provided all information made available to me.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed and no indication of a product defect was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.